Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that, at the two week post implant check, the right atrial (ra) lead had a warning due to high and varying impedance. The thresholds were high and there was a variation in p wave sensing. The lead was rechecked and the values had dropped back into a more normal range. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.